Manufacturer narrative:
Combination product: yes. -

Event description:
Lead dislodged from septum position. During the repositioning procedure, the screw could not be retracted, so the plexa was explanted and a new one implanted.

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed coagulated blood and tissue residuals in the fixation helix. During the mechanical analysis, after cleaning the helix from coagulated blood and tissue residuals, it could be properly deployed and retracted according to the technical specifications. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.